Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient's granddaughter (reporter) contacted lifescan (lfs) alleging that the onetouch ultra meter's display was missing segments. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter does not know when the alleged issue first began. In addition to oral medication (type and dose unspecified), the reporter stated, the patient also manages his diabetes with diet and/or exercise; however, the reporter indicated, the patient did not take any action in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged display issue, the patient reportedly developed (on an specified date/time) symptoms of vomiting and was incoherent; symptoms associated with low blood glucose. In addition, the reporter claimed that during the patient's time in the emergency room (ER) on (B)(6) 2013, the patient reportedly had obtained a blood glucose reading of "30mg/dl" with the ER's meter and was administered IV fluids. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly obtained a blood glucose reading of "30mg/dl" with the ER's meter and allegedly received treatment by hcp after the alleged meter issue occurred.